Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74d1902255 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed since the product involved in the complaint notification was not provided to perform a proper investigation. Once that the sample become available this complaint report will be updated accordingly.

Event description:
It was reported that during the procedure the suture revented. Suture was broken.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the procedure the suture revented. Suture was broken.